Manufacturer narrative:
The customer reported the replacement of the exhalation valve did not resolve this issue. The customer reported the replacement of the main pcba resolved this issue.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with vent inop due to exhalation motor error. The customer reported there was no patient involvement.